Event description:
The customer reported that the m3150 information center local database indicating spo2 alarms are not transmitted to the alarm overview medicus servers. It is unknown if the device was in use or outside of use on a patient. There was no patient harm or adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigator is complete. D4 unique device identifier (UDI): the manufacture date for the reported device is prior to 24-sep-2016, so no UDI is required. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Manufacturer narrative:
During investigation the reported problem turned out to be a non-reportable event for philips. The absence of stored retrospective data would not prevent the device from continuing to provide real-time monitoring and alarming. Labeling also informs the user that: ""remember the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment.